Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022 product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient contacted them about a shocking sensation at the battery site. The patient claimed that they started while sitting on couch. The patient has not had falls or changes with the device. The patient turned therapy off for a few hours and the sensation continued to occur. The patient tried to switch to another group, use stim for a short time, and felt like the sensation was a little worse. The therapy is treating the target pain appropriately. The rep had the patient leave therapy off and plans to check if the sensation continued to occur with stim off for a longer time period. The caller was not with the patient. The plans to have the patient follow-up with the physician when they can get an appointment, expected to be in the next 1-2 weeks. Tss reviewed information about troubleshooting. A response was received from a manufacturer representative regarding patient's complaint of shocking at the battery site. Rep reports there were no known external factors to have affected the device, and patient turned device off for 2 days. Rep added after 1 day issue resolved. Pt will turn stim back on and let me know if issue returns. Caller reports she seen patient today along with physician. Caller reports patient continues to have shocking sensation at pocket site only with stimulation on, no shocking sensation when stimulation is turned off. Caller reports the shocking sensation do not occur immediate, maybe about20 minutes later when stimulation has been turned on. Caller reports the site is tender to touch, no redness. Caller reports patient is getting good relief with stimulation on. Caller reports impedance was checked today, contact 5 shows 40k ohms, caller reports patient is not using this contact. Caller reports physician has ordered some labs to be drawn. Caller reports no mechanical fall or twitching of the device. Caller reports patient was doing fine prior to this event.